Manufacturer narrative:
(B)(4).

Event description:
The pt fell in july. The pt had pain over the pump area; the pain had been occurring the last couple months and the pump had changed positions. At the pump refill visit in mid-november, the healthcare provider had a hard time finding the refill port and said the "side port was displaced." The pt was scheduled to have a myelogram and CT scan in early december. It ws unk if the fall in july was related to the pump moving. It was noted that the pt never had therapeutic effect; the pt only got pain relief when they were given a bolus. Additional information has been requested. A f/u report will be sent if additional information becomes available.